Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced persistent negative dysphotopsia with lens placed in bag. Lens was explanted in a secondary procedure. The iol was replaced with company different model lens and placed in sulcus. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).